Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The evaluator inadvertently did not evaluate for the reported symptom. The device is no longer in its received condition and therefore the opportunity to evaluate for the symptom is lost. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" However the log cannot be used to distinguish true and false alarms. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no patient involvement. No additional information is available.